Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider stated that the patient was in the hospital for an issue that was unrelated to the pump and said that he "feels like it's not working correctly". She did not know how long the patient has felt this way. A company representative (rep) came out and checked the pump earlier today but only told her it was "there" and did not provide any other information. She was wondering if the catheter could be kinked or some other issue going on. The healthcare provider (hcp) wanted to know if a rep would have documented whatever he found. The technician reviewed and said he would likely have a report but that we would not have access to that. The hcp would like a report if available - transferred to national answering service (nas) to have the rep paged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving bupivacaine and dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that the patient was in the hospital due to pneumonia, and the patient believed that his pump was not working because he was not getting any pain relief. Per the reporter, the patient was able to get a bolus, but he was not getting any pain relief from the boluses. The reporter also stated that the patient had a pump refill last week and the physician determined that the pump feels like it is loose. The reporter was wondering if someone could come and check the pump. Per the reporter, the patient¿s pain doctor was on vacation, and she did not know what to do because the patient was desperate and calling her from the hospital. The reporter was informed that if the hospital staff decided to, they could have a company representative paged. Additional information was received later the same day from a he althcare provider (hcp) who reported that the patient stated that his pump is not working. The hcp stated that he just did not feel pain relief and they wanted to see if something was wrong with the pump and have it ¿flushed.¿ per the hcp, they had tried calling the patient¿s pump managing physician, but she was on vacation for the next two week. The hcp stated that the patient had a ptm (personal therapy manager) and had been giving himself boluses and "is no longer hollering" so she did not know what was going on. The hcp was transferred to the national answering service (nas) to have someone interrogate the pump and read the logs.